Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 216-217 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Device not returned.